Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the needle to cuff miss; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via a 6fr sheath, after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.